Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
Related manufacturing reference: 3008452825-2024-00422, 3008452825-2024-00424. During the atrial fibrillation procedure, temperature, noise, and communication issues with the catheters resulted in a procedural delay. When ablation was initiated, the temperature reached over 40 degrees c. The catheter was replaced, but the distal and proximal signal would not display on the new catheter. The tactisys and dws were rebooted, but the issue was not resolved. The second catheter was replaced, but the new catheter was not recognized and a magnetic error was displayed. The third catheter was also replaced, the issue was resolved, and the procedure was completed with no adverse consequences to the patient.